Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under delivered during uses in the st-9th floor ambulatory care unit (acu). The pump was programmed to infuse 490ml of vancomycin however, when notified "infusion complete" over 100ml remained in medication bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.